Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty connecting the usb cable into the usb port resulting in issues with charging the pump battery. The customer's blood glucose level was 212 mg/dl. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.